Event description:
The pt reported that her blood glucose dropped to 28mg/dg while attending a physical therapy session. She said she was transported to the emergency room and received intravenous glucose. The pt stated that she was released from the hospital a short time later using insulin pump therapy with a blood glucose reading of 300mg/dl. She has not reported by further incidents of blood glucose excursions since that time. The pt reviewed the bolus history and confirmed that all boluses were intended in the amounts delivered. The pt stated she does not use the advanced pump features and does not count carbohydrates. She reported that she was more active than usual on the morning of the event. She reviewed the basal settings and that they were accurate; she reported that she increased her basal rate between breakfast and lunch to 2.10 units per hour from 2.00 units per hour. There were no related alarms in the history. The pt stated that she was comfortable to continue use of the pump at this time. She agreed to contact her health care provider regarding her current basal settings.

Manufacturer narrative:
The pt reported that she increased her basal rate; there is no indication that she was advised to do so. There is no allegation of pump defect or malfunction. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.